Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed a visual inspection of the two devices without a cut to the balloon showed teflon spray inside one of the cuffs. Teflon spray is inserted under the cuff to prevent sticking of the cuff to the shaft. No hard pieces were detected in the cuffs. Customer?s reported issue was duplicated. An inspection of the trach with the cut in the balloon revealed that the teflon tubing, which attaches the airway line to the shaft, had migrated to the balloon. Further inspection of the other two used devices confirmed the teflon tubing had been dislodged from the shaft. The teflon tubes were determined to be the correct size for devices. The root cause of the reported issue was not determined. The investigation could not confirm whether the teflon tube was not initially installed fully, whether manipulation of the airway line or whether the force of the water caused the teflon tube to move from its position. Taken to mitigate the reported issue: no corrective actions were implemented. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that unit had a hard piece of plastic floating in the pilot balloon, there was a snow globe effect of cuff debris floating around. No patient injury reported.